Event description:
Pt being transfered from bed to wheelchair when leg support straps broke, pt fell 3.5 feet to the floor. Suffered fractured left hip, cerebral hematoma requiring stitches on external laceration. One person involved.